Event description:
The tibial handle failure to release the implant during implanting.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty disassembling the tibial impactor/extractor from a tibial tray was reported. The event was not confirmed. Visual inspection was performed as part of material analysis report and noted that locking and engagement mechanisms of the impactor/extractor could be easily rotated and articulated. The reported failure could not be confirmed. No evidence of any galling or other damage that could be responsible for a loss of functionality was observed. Functional testing indicated that the device was functionally acceptable. Material analysis concluded ¿the returned device functioned as expected. No evidence of any galling or other damage that could be responsible for a loss of functionality was observed.¿ medical records were not reviewed for this investigation as they were not provided. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for this lot. The exact cause of the event could not be determined because material analysis and functional inspection indicate that the event could not be confirmed.

Event description:
The tibial handle failure to release the implant during implanting.